Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient had two lipomas removed from the left forearm and left upper arm on an unknown date. Seven days after the procedure, the patient reported the site was blistered, purulent, irregular and warm to touch. The patient also reported suture popping through the incision and the incision was starting to open. The patient was seen later the same day by the wound nurse who reported a sheet of itchy blisters approximately 5cm around each incision. The patient was treated with one hydrocortisone four times per day and the site was left open to air. The steri strips had been removed three days after the surgery. Currently, the incisions are red but no blisters noted. The wound is closed. The surgeon did see the patient in 2009 and referred the patient to an allergist with the diagnosis of contact dermatitis. The patient is currently seeing the allergist who requested material composition of the suture.